Event description:
It was reported that the patient has a lead fracture and was referred for surgery. Clinic notes dated (B)(6) 2016 note that the patient experienced an increase in seizures for the past few weeks during the day. The notes indicate that interrogation of the device identified high impedance (>10,000 ohms). It was noted that x-rays were taken. The patient underwent generator and lead replacement. Pre-operative diagnostics confirmed the high impedance. Device diagnostics with the new generator and lead were within normal limits. The explanted generator and lead have not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The explanted generator and lead were received for analysis. The generator analysis was completed on 05/12/2016. Review of the ram/flash data downloaded from the pulse generator shows an indication of increased impedance from 2440 ohms to 13,258 ohms on (B)(6) 2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specification. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on 05/19/2016. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break location. Also, a secondary fracture was noted in one strand of the broken coil in the vicinity of the break. A secondary stress-fissure was noted in one strand at the mating end. Due to pitting, surface contamination, and mechanical distortion (smoothed surfaces) the fracture mechanism of the coil strands cannot be ascertained. The lead coils have a spiral and stretched appearance along the lead body which may be indicative of patient manipulation. The inner silicone tubing of the positive coil is abraded open at approximately 32-32.2cm from boot. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner silicone tubing. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.